Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On an unknown date, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2012 the patient underwent a greenfield ivc filter placement. It was noted that the ivc filter deployment passed through the sheath and positioned with the tip of the ivc filter beneath the renal veins. The filter was deployed and the sheath was removed. Approximately 15 minutes of compression at the right groin, the compression was stopped and an attempt was made to move the patient to bed. The patient began to ooze or bleed from the puncture site in the right groin and an additional approximately 30 minutes of pressure was applied with eventual hemostasis obtained. It was noted that the patient was kept over night in transition care because the patient had to walk up several flights of stairs when at home. The patient was admitted to transition care due to concerns of bleeding if released home. No immediate procedural complication was noted. On (B)(6) 2012, the patient was discharged to home on antibiotics for one week including flagyl and augmentin, and was going to take ultram for pain. On (B)(6) 2012 the patient underwent a computed tomography (CT) of the abdomen and pelvis. It was noted that the ivc filter was in place with the arms all appearing to be in good position and no complication identified. On (B)(6) 2017 the patient underwent a computed tomography (CT) of the abdomen. It was noted that the patient had an ivc filter in place. It appeared to be a non retrievable greenfield filter. The most superior aspect of this was located just inferior to the level of the renal veins. A posteromedial tilt to the filter with the tip lying against the caval wall was noticed. There were 6 struts the ivc filter which appeared to extend beyond the lumen of the ivc. However, definite ivc lumen penetration could not be determined as a thin layer of the ivc lumen may have extended with the filter struts. The most anterior and anterolateral struts were in close proximity to the duodenum. The filter was intact. The final impression stated that there was a non retrievable greenfield ivc filter. The filter was intact. There was a posteromedial tilt of the filter with the nose conre lying against the caval wall. 6 struts of the ivc filter appeared to extend beyond the lumen of the ivc. However, definite ivc lumen penetration could not be determined. No further patient complications were reported in relation to this event.